Event description:
Event description cpi received information that this bipolar endocardial tined lead (0010) was removed from service because of sensing problems. A cpi (0125) was implanted to replace the entire lead system. The physician at this time elected to remove the patient's implantable cardioverter defibrillator (ICD) and implant another cpi implantable cardioverter defibrillator (ICD)